Event description:
On (B)(6) 2021, I registered online with the phillips CPAP recall. On (B)(6) 2022, I exchanged the recalled CPAP for a replacement with auto dream station 2 dsx520h11c. On (B)(6) 2025 while in the process of checking & changing out supplies, I was shocked when I saw that after only 2 weeks use, the disposable filter was black/black & non-disposable was gray. Why, after only 2 weeks, would they get so dirty when not anything else had changed. I changed filters & checked them again on (B)(6) 2025 and found they were just as black. Couldn't believe I'd been breathing that. I'd been having some new sinus issues and something was going on with breathing with the CPAP.I knew I was definitely going to need more filters, so I called local supplier. She brought out new machine to try and result was no more black filters. She informed me that it was the machine & not mold as I thought it might be. She also said she'd had 4 others to call about the same problem. I thought the replacement would be philips responsibility, but now I'm finding that medicare is paying and so will I come (B)(6) and my annual deductible. Now I feel unsecure with my CPAP and wonder what would have happened had it caught fire while I was sleeping. I don't care how level you place it nor how clean you keep it; I would not want to be the one still using the CPAP and it catch fire. I was told to discard the old one, but I still have it along with the black filters. Pt code: 4580. Device codes: 1420, 2944, 3015. Ref report: mw5180768.